Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009, inratio: 4.2, lab: 2.8. Date: same day, inratio: 5.8, lab: 4.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 1, inratio: 4.2, lab: 2.8, mean: 3.5, confidence-limits: 2.0-5.0. Date: 2, inratio: 5.8, lab: 4.3, mean: 5.1, confidence-limits: difference is less than 2.2. The calculated mean of the inratio meter and comparative system inr were calculated for test 1. Both inratio and lab values for the paired data are within the confidence interval and are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. For test 2, the mean is >5.0 and the difference is less than 2.2. These results are considered accurate within the context of the documented variability for inr testing. Additional testing/investigation is not required. The result of > 7.5 from customer was not used because it was caused by poor technique. No corrective action is required as no product deficiency was established. Meter is not expected to return. No further investigation is required at this time.